Manufacturer narrative:
(B)(4). Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within spec range. Unable to confirm power error detected alarm due to constant critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had power error detected alarm. The blood glucose of the customer was unknown. It was reported that the troubleshooting was performed for the power error detected alarm and they were able to clear the alarm and able to complete the insulin pump rewind. The notification light did not stop flashing immediately. The device will be returned for the analysis.